Manufacturer narrative:
See scanned pages.

Event description:
Lap lar. Pcs29 dlu was connected and calibrated. The power console displayed "ready". Device was opened, the anvil was connected, closed and fired. Power console displayed "firing complete" but the surgeon observed no staples in the tissue and no anastomosis was created. Surgery had to be converted from lap to open. Re-resection of the rectum was required, and there was 5cm of tissue loss. Another device was used to complete the case without further incident.